Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient complained of ¿warmth around their skin where the battery was implanted and that stimulation was not taking away enough pain.¿ patient symptoms included swelling at the device pocket and less than 50% therapy relief. It was noted the physician examined the skin around the pocket and noted it was normal. The patient¿s status was noted as alive with no injury or adverse event. It was noted they planned to schedule a reprogramming session to address pain. It was reported that there was a loss of stimulation/therapeutic effect. Patient¿s status at the time of report was alive ¿no injury/no adverse event. It was reported reprogramming was scheduled. It was noted the patient would be reprogrammed (B)(6) 2013. The patient rescheduled their appointment for the following week. Follow up reported the patient was seen at the doctor¿s office and they were reprogrammed and instructed on optimizing their therapy. It was noted the patient¿s system was working properly.

Event description:
Additional information received from the patient indicated that their device never really worked for them.